Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). It was reported that after the ins was replaced the impedance issue remained with the same high values. The pt's settings were replicated from previous ins but pt is now more dyskinetic. Reviewed considerations around programming and potential reasons for dyskinetic issues post-op.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown lot# serial# unknown product type unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was not determined, but they assume there is a broken wire somewhere in the system. No interventions are planned at this time. They will be reprogramming to a bipolar setting to get around impedance issue for now. The patient's dyskinesias did get better after a little bit. No other action planned for now.